Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was replaced due to normal battery depletion. During the replacement, the physician reported difficulty releasing the header setscrew. A needle holder adapter was reportedly used to assist with setscrew released. The device was later returned for laboratory analysis with no resulting adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the header and lead barrel exhibited no irregularities and seal plug was intact. No suspicious faults or resets were noted in device memory. High power visual inspection of the hex wrench noted that the tip had been broken off and the end of the hex wrench was twisted in a counter-clockwise direction. There were tool marks in the hex wrench shaft. The seal plug was then removed. High power visual inspection of the setscrew noted a piece of a hex wrench broken off flush with the setscrew hex slot. The tip appeared to have broken off in the counter-clockwise direction. Analysis concluded that the breakaway function of the torque wrench was defeated by using a tool directly on the hex wrench shaft. The breakaway point is near where the shaft enters the white handle, the tool marks are below the breakaway point. This allowed the tip to break off inside the setscrew hex slot. Due to the tip of the hex wrench inside the hex slot, the setscrew could not be tested.